Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 31 mg/dl. The customer was admitted to the hospital. The customer stated the perceived cause of the low blood glucose was combination of not enough food and was working outside on yard. The customer has this kind of a low maybe every 6 months. The customer stated his lows are not dysfunction of his equipment. The customer won't eat sometimes and it wil cause a low as it has happened for the past 20 years. The customer declined the low blood glucose troubleshooting. The customer stated that he was not wearing sensors when his low occurred and believed he could easily avoided his low had he been wearing a sensor.